Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia of value 575 mg/dl. The customers other blood glucose level was 350 mg/dl. Customer stated their blood glucose value was going up and they did bolus and I went into severed ketoacidosis. Customer also stated they had done their insertion manually and when they removed the introducer needle they noticed it was bent. Customer did not want to troubleshoot for high blood glucose value. The insulin pump will not be returned for analysis.